Event description:
It was reported that the gastrointestinal videoscope exhibited scope communication error code b30. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e226 (scope communication error), no image and j-tube (jet tube) had foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: no problem detected. Due to corrosion on plug unit, error code e226 occurred and no image was displayed. The cause is traced to component failure. The cause of the finding "j-tube had foreign objects" is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.